Event description:
It was reported, the video system center had a b30, e315, and e216 scope communication errors occur. These issues occurred during an unknown procedure and the scope was changed out with a similar device. There was a delay in the procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.